Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted as part of a gastrectomy procedure. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Esophageal balloon dilation attempted three times to alleviate dysphagia symptoms without success. Uneventful device explant on (B)(6) 2015. Device found in correct geometry/location. Patient in satisfactory condition after explant.